Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from the bottom. Reportedly, the customer was able to load a new cartridge successfully. Additionally, it was reported that the pump reset unexpectedly. The customer loaded a new cartridge to address the event. The customer's blood glucose level was in the 300's (mg/dl).